Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer confirmed that the device was sent to a third party facility for repair. Based on the information provided by the repair facility, it is not enough to come to a conclusion in this investigation. As a result the investigation is being closed as no sample returned.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device froze. Complainant alleged that after shutting the device off and turning it back on, the display was blank. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.